Event description:
It was reported that the pump failed accuracy test three (3) times. Found during testing. No patient harm.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for evaluation. The complaint could not be confirmed/duplicated. Functional testing results were within specifications; no problem found. Preventative maintenance was performed, and the device passed functional testing. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.